Event description:
(B)(6) clinical trial. It was reported that restenosis occurred. The subject underwent treatment with the (B)(6) study device on (B)(6) 2018 as part of the regal clinical trial. The lesion was located in the left limb, mid superficial femoral artery and was 80% stenosed. The lesion had a proximal reference vessel diameter of 5.2mm and a distal reference vessel diameter of 5.4mm with a lesion length of 25mm. Pre-dilatation was performed using a balloon and the lesion was crossed using the true lumen. A 6mm x 60mm eluvia stent was implanted in the target lesion. Post-dilatation was performed using one balloon and residual stenosis was noted to be 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, a re-stenosis of the left limb was discovered. The subject was hospitalized from (B)(6) 2019 to (B)(6) 2019 and treatment with medicated percutaneous transluminal angioplasty was performed. The event is reported as resolved on (B)(6) 2019. There were no patient complications reported.

Manufacturer narrative:
Patient identifier: (B)(6).